Event description:
It was reported that during a surgery to implant a new artificial urinary sphincter(aus) the white straight connector from the accessory kit deformed outwards when being connected to the tubing. The white connector was cut and replaced with another connector to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual inspection of the window quick connector (wqc) was completed. The wqc was identified to be misaligned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a surgery to implant a new artificial urinary sphincter(aus) the white straight connector from the accessory kit deformed outwards when being connected to the tubing. The white connector was cut and replaced with another connector to complete the procedure. No patient complications were reported.